Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. When the device is evaluated, or when new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the radical-7 "turns off with battery charged to over 70%." No patient impact or consequences were reported.

Event description:
The customer reported the radical-7 "turns off with battery charged to over 70%." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned radical-7 was evaluated; however, the customer battery was not received. The device was able to manually power on via a lab battery and ac power when connected to a radical docking station. The handheld was able to fully discharge the lab battery from full to low battery charge capacity and the device remained on without any interruptions during testing.